Event description:
It was reported that this pacemaker recorded a ventricular episode and the physician wanted it reviewed. Technical services (ts) took a look and found this could be dual tachycardia. There was also t wave oversensing on the strip. This pacemaker remains in service. No adverse patient effects were reported.